Manufacturer narrative:
(B)(4). All pertinent information available to amo has been submitted.

Manufacturer narrative:
Correction: patient is a female. The implant date is corrected to (B)(6) 2012. Initial reporter is corrected to: (B)(6). The corrected manufacture date is march 1, 2012. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The lens belongs to the manufacturing production order (p/o) which is a 17.5 diopter, model za9003. The returned lens was inspected at 10x microscope magnification. The lens had surface residuals adhered to both sides of optic body compatible with implant and explant of the lens. The manufacturing certified operator cleaned the lens to remove the contamination and the lens was visually inspected with no other cosmetic defects found. The manufacturing certified operator inspected the lens for optical properties which showed that the lens diopter corresponded to a 17.5 diopter lens as labeled and manufactured. All pertinent information available to abbott medical optics has been submitted.

Event description:
We received a report from a surgery center that a male patient had an intraocular lens explanted due to post-operative dysphotopsia. No patient injury reported.